Event description:
It was reported that during a da vinci-assisted surgical procedure, the caller contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the customer encountered a m-02-07 errors and no monopolar energy. The tse suggested to power cycle the erbe generator. The caller stated that they had power cycled the generator multiple times with no change and also stated that they had all blue lights on the embedded serializer master (esm). The tse explained that the error may go away. The procedure outcome is unknown with no reported injury. Isi followed up with the customer and obtained the following additional information: the issue was identified during the procedure. Ports were placed prior to the issue being identified. Customer attempted to troubleshoot by changing bovie cords, pads, and hooked up to a different bovie to identify that the bovie pad was not the issue. Customer contacted isi technical support for assistance. The procedure was completed without monopolar energy using the same generator. The customer was using the sp system and only used bipolar energy to complete the procedure. The surgeon was performing a sp robotic retroperitoneal right renal cyst decortication.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was originally not able to reproduce the issue, however, when the fse was demonstrating to the customer and talking with our sales representative, the vio integrated electrosurgical generator unit (iesu) started throwing m-02 errors. The fse replaced iesu and the was issue resolved. The system was tested and was verified as ready for use. Intuitive surgical, inc. (Isi) has received the iesu involved with this complaint; however, failure analysis has not completed their investigation.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis team. Fa was not able to reproduce the reported complaint. The unit energized and cauterized and all ports recognized instruments. Multiple m-02 errors appear in error log. The bezel has a crack on top left corner.

Event description:
Refer to h11 for follow-up information.